Manufacturer narrative:
(B)(4). No sample was returned for evaluation or lot number provided. Based on the available information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Teleflex came across a report online from a patient's husband that communicated that his wife had an ez-io inserted three months ago and her leg is still swollen near the insertion site and has hypersensitivity to the touch. The doctors have been unable to determine why. It was reported that she experiences swelling and pain approximately 15 minutes after walking. It was also reported that there was difficulty bending the leg and that a popping sound could be heard.

Manufacturer narrative:
(B)(4). The complainant has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
Teleflex came across a report online from a patient's husband that communicated that his wife had an ez-io inserted three months ago and her leg is still swollen near the insertion site and has hypersensitivity to the touch. The doctors have been unable to determine why. It was reported that she experiences swelling and pain approximately 15 minutes after walking. It was also reported that there was difficulty bending the leg and that a popping sound could be heard.